Event description:
It was reported that the customer inadvertently delivered a 4.69 unit bolus due to customer entry error, resulting in a low blood glucose (bg) level of 50 mg/dl that was addressed with glucose. Customer consumed juice and carbohydrates to address bg. Tandem technical support advised customer to consult with their hcp regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events.